Event description:
It was reported that the lead showed a sudden elevation of pacing thresholds and decreased sensing values. A chest x-ray showed a dislodgment of the superior vena cava coil in direction to the device, the physician assumes twiddlers syndrome. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillator conductor fractured due to overstress, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.